Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead for oversensing of noise, artifacts, and t-wave. A follow up with the patient¿s healthcare provider yielded that the patient was seen and the lead was assess. The lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.